Manufacturer narrative:
The suspect device was return for evaluation. However the logfile shows that both alarms were triggered. Instructed the customer to check ivista for a sw update. Latest version 6.0.1900.0 is updated, performed the photonic sensor calibration and downloaded the logfiles for evaluation. Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to defective safety valve. After valve replacement, the issue is found not in safety valve but with the o2 pres limiter.

Event description:
The customer reported bellavista1000 having alarm 388 - no o2 dosing possible and alarm 271 - "o2 supply fail - no o2 dosing possible while on a patient. Furthermore, there was no information for patient harm associated with this event.